Event description:
It was reported the patient had received inappropriate shocks and that there was an lead fracture. The lead was entirely removed and replaced. There were no further patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.